Event description:
Reportedly, this device was explanted at implant. The tee showed more regurgitation than normal (+3) so, the device was explanted and a mosaic was used in its place. Original echo read by a 2nd surgeon not to experienced at reading echos. Sales representative is not sure if the device should have been explanted.

Manufacturer narrative:
"No visible inconsistencies were noted on the valve or in the x-ray. Valve was sent to r&d for functional testing." Evaluation: x-ray results: no visible inconsistencies were noted on the valve or in the x-ray. Conclusion: no visible inconsistencies were noted on the valve or in the x-ray.

Manufacturer narrative:
Research and development evaluation: "this valve was reportedly explanted at implant due to ¿the tee showed more regurgitation than normal (+3)¿. The echo recording was not provided; therefore it was not possible to verify the extent of the aortic regurgitation experienced in vivo. Non-central leakage was observed in the edwards standardized functional tests through the stent/band assembly, however, the valve meets the iso 2005 requirements for this size valve. Initial stent leakage is typical for this type of bioprosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation. Nevertheless, due to the exposure to blood and subsequent storage in formalin, it is possible that the data from the in vitro tests may be different from the behavior observed in vivo."